Event description:
It was reported that during a procedure several error messages were displayed. During preparation for a procedure a polarx fit balloon was selected for use. However, when the electrical cable was plugged in, the error message, error 1 - 00004000-2: console detected blood in the catheter was displayed. The physician checked the catheter for physical damages, but none was observed, subsequently the physician decided to replace the catheter. The preparation of the second catheter was successful and case proceeded, however, during the ablation of the first vein left superior pulmonary vein (lspv) the error message error 1 - 00000020-2: outer balloon pressure is too high was displayed. The cryo cable was swapped out and the physician began to ablate again in the lspv. Again after 122 seconds an outer balloon pressure error was observed canceling the ablation. The physician decided then to restart the console, replace the tank, and the cryo cable but the ablation was halted with an outer balloon pressure error just beyond 2 min. Finally, the physician decided to abandon the case with 3 out of 4 veins isolated. Procedure was cancelled without patient complications. The device has been received for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were identified nor was blood visible in the balloon. The catheter was then leak tested for pathways that could have allowed blood ingress, but the catheter passed all testing. The catheter was then dissected, and it was found that insulation had rubbed off of some of the wires within the catheter. Based on all the available information the cause was traced to component failures due to the insulation rubbing found inside the catheter. Such damage to the insulation may have allowed the blood detection system to trip erroneously.

Event description:
It was reported that during a procedure several error messages were displayed. During preparation for a procedure a polarx fit balloon was selected for use. However, when the electrical cable was plugged in, the error message, error 1 - 00004000-2: console detected blood in the catheter was displayed. The physician checked the catheter for physical damages, but none was observed, subsequently the physician decided to replace the catheter. The preparation of the second catheter was successful and case proceeded, however, during the ablation of the first vein left superior pulmonary vein (lspv) the error message error 1 - 00000020-2: outer balloon pressure is too high was displayed. The cryo cable was swapped out and the physician began to ablate again in the lspv. Again after 122 seconds an outer balloon pressure error was observed canceling the ablation. The physician decided then to restart the console, replace the tank, and the cryo cable but the ablation was halted with an outer balloon pressure error just beyond 2 min. Finally, the physician decided to abandon the case with 3 out of 4 veins isolated. Procedure was cancelled without patient complications. The device has been received for laboratory analysis.